Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the outpatient follow-up of the patient, the power of the programmer had turned off together with a bash small sound. The power cable was changed, and the power outlet was changed, but the event was not resolved. There was also an unusual smell like something was burnt. No adverse patient effects were reported. The programmer will be return for repair/analysis.